Event description:
It was reported by service report that the cot will not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the cot would not fully lower. It was found through the investigation that the cot would not fully lower in powered mode. It was confirmed that the cot was still fully functional and able to be used in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot will not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.